Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for e-complaint. Visual and functional testing were performed. One used decontaminated sample was received for investigation. Under visual inspection we noticed that inflation line was cut. By manual testing it was confirmed that inflation line was moving inside pilot balloon and can be fully removed from pilot balloon. Affected material was manufactured in tijuana therefore secondary investigation was created and complaint sample was resent to this site. One (1) sample was returned for evaluation. The sample was received in used conditions without original package. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. Inflation line detached from pilot balloon was found to be lack of solvent was observed on tip of inflation line. The reported event was confirmed.. One (1) sample of our inventory was taken in attempt to replicate the failure mode pulling the tube to broken off in half. It was not possible to replicate the failure mode. The inflation line cannot be broken off in half and the damage on tube was not similar compared with the sample returned. The root cause of the reported event according to the procedure, the occurrence of this failure condition could be caused by not enough solvent at joint. Qualityalert (qa) was generated on 13-aug-2021 to assure the correct inflation line assembly to pilot balloon. All mitigations in placed were verified and confirmed has been executed accordingly. Therefore no corrective actions could be implemented, the reported event will be monitored for this product threshold or escalation.

Event description:
It was reported that during the use of the product, the customer noticed the inflation line was torn. The inflation line got detached from the pilot balloon. No patient injury was reported. The item number was updated.